Manufacturer narrative:
The field service engineer could not determine a cause. The probes and pinch tubing were checked. The ise flow path was cleaned and flushed. Reagent primes were performed and ise checks were performed. Gel was observed on the sample probe and it was replaced. The probe alignment was checked. The rinse levels and vacuum were checked. The customer ran calibration and controls; all recovered within their guidelines. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 107 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second c 501 analyzer and the result was 139 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The sample initially resulted with a k value of 2.2 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second c 501 analyzer and the result was 4.0 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The na electrode lot number was x62 and the k electrode lot number was f74. The electrode expiration dates were requested, but not provided.